Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to myopotential oversensing and low r wave amplitudes. Additionally, it was noted that the patient also received inappropriate therapy back in 2021. Technical services recommended to bring the patient in to be evaluated and provided programming options. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the patient was evaluated in the clinic and troubleshooting was performed auto setup was performed the device failed in primary and secondary due to low amplitudes however, alternate vector passed. Provocative testing showed noise with rigorous arm movements; however, the device sensed the noise markers when programmed to alternate. Manipulation of the can or electrode did not re-produce any noise. Additionally, an x-ray was performed and will be sent for review. At this time the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported technical services (ts) reviewed the data and confirmed there was low r waves and t waves which resulted in the smart pass feature disabling. There were observations on noise when programmed to alternate however, there was no oversensing. Ts recommended to continue to monitor with the device programmed to the alternate vector. If there is any inappropriate therapy, then it was recommended to perform auto-setup. At this time, the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock oversensing is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to myopotential oversensing and low r wave amplitudes. Additionally, it was noted that the patient also received inappropriate therapy back in 2021. Technical services recommended to bring the patient in to be evaluated and provided programming options. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the patient was evaluated in the clinic and troubleshooting was performed auto setup was performed the device failed in primary and secondary due to low amplitudes however, alternate vector passed. Provocative testing showed noise with rigorous arm movements, however the device sensed the noise markers when programmed to alternate. Manipulation of the can or electrode did not re-produce any noise. Additionally, an x-ray was performed and will be sent for review. At this time the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported technical services (ts) reviewed the data and confirmed there was low r waves and t waves which resulted in the smart pass feature disabling. There were observations on noise when programmed to alternate however, there was no oversensing. Ts recommended to continue to monitor with the device programmed to the alternate vector. If there is any inappropriate therapy, then it was recommended to perform auto-setup. At this time, the electrode remains in service. No adverse patient effects were reported.